Manufacturer narrative:
Pain is listed as a possible complication in the package insert. The product remains implanted, therefore no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Remains implanted.

Event description:
A clinical study patient had anterior surgery performed (B)(6) 2013 and posterior surgery performed (B)(6) 2013. It was reported through the clinical study that a patient is experiencing back pain that is moderate in severity and continuous in frequency. Conservative action was indicated but specific actions were not reported. It is confirmed no operative action was performed and no prescriptions were indicated. The part and lot numbers are unable to be determined.